Manufacturer narrative:
Preliminary device analysis was not completed as of the date of this report. A follow up report will be sent when device analysis results become available.

Event description:
The hcp reported explantation of the pt's pump, after 33 months implant duration, due to withdrawal symptoms following an MRI on 5/2007. The pt was having an MRI to rule out syrinx.. Following the MRI, the pt began experiencing underdose symptoms including fever, itching, and return of spasms which worsened through two days later. An x-ray was performed, and the pump was interrogated. The settings were updated and oral baclofen was administered. The pt continued to be in withdrawal. A second pump interrogation and updated was performed without relief of symptoms. The pump was explanted and replaced the next day. The drug used in the pump is lioresal 2000 mcg/ml at 170 mcg/day.